Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient initially reported feeling unwell, attributing symptoms to a possible fever. Over time, the patient developed increased thirst, vomiting, loss of balance, spotty vision, inability to stand, and difficulty expressing himself. During this period, the patient monitored his cgm, which displayed glucose readings around 119 mg/dl, but no fsbg testing was performed. As symptoms worsened, the patient¿s wife transported him to an urgent care facility, arriving at approximately 4:00 am. At urgent care, an fsbg test revealed a glucose level of 568 mg/dl, while the cgm continued to display 119 mg/dl. The patient received IV fluids and then transferred by ambulance to a hospital and admitted to the intensive care unit (ICU), where he was diagnosed with diabetic ketoacidosis (dka). While in the ICU, the patient received IV treatment, though he was unsure whether this included insulin, fluids, or both. His blood glucose was monitored frequently, and at some point during the hospitalization, both the insulin pump and sensor were removed, though the patient did not recall when. The patient remained in the ICU for two days and was then transferred to a stepdown unit for an additional day. Prior to discharge on 05/22/2026, a new sensor was inserted and the patient resumed using the insulin pump and confirmed the devices were functioning properly. At that time, an fsbg test showed 120 mg/dl, and the cgm reading was 119 mg/dl. At the time of the report, the patient reported that he was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the symptoms were experienced. The reported glucose values fall within the d zone of the parkes error grid was taken in urgent care. The reported glucose values fall within the a zone of the parkes error grid was taken when a new sensor and pump was placed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.